Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 2.5mm x 150mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.